Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Always remove all air bubbles from the pump before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Additionally, it was reported that the insulin gauge was inaccurate on multiple occasions. Reportedly, the cartridges had been filled with cold insulin and the customer did not perform the proper air removal techniques. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer's blood glucose level ranged from 118-129 mg/dl.